Manufacturer narrative:
Initial MDR with device evaluation. No samples were received for investigation of (B)(4), in which the customer has stated: ¿the line was found to be leaking from the hub where the sideline fluids attach to the line¿. The product in use at the time is reported to be a 30852 from lot 22085430. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22085430 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 30852 product over the past 12 months. H3 other text : see h10 manufacture narrative.

Event description:
¿I have been notified of an incident involving the bd extension set ((B)(4)) which is our pca line. The line was found to be leaking from the hub where the sideline fluids attach to the line. This is the hub next to the white valve. I am given to understand there was more than one instance of this but I only have a single affected line in my possession which I have kept for analysis. On inspection there is a crack in the hub from which fluids will leak and which air can entrain through. Aside from air embolus, it¿s also an infection control risk.¿